Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached/ missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient removed the sensor from his body and noticed the wire was retained under the skin. He underwent an x-ray. Professionals and the doctor removed the sensor with tweezers after making an incision in the skin. There was no documentation of further medical evaluation or intervention. At the time of the report, 4 days after the event, the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the sensor stopped working, gave him sensor error, and prompted him to remove the sensor. After removing the dexcom sensor on the day of the event, the sensor wire got stuck in his arm. He went to urgent care on that day. They tried to pull it out with a tweezer. He also mentioned that they cut his arm to help pull out the wire; however, they were still unable to remove it. They took an x-ray and they confirmed that the wire is still in his arm. Upon follow up contact with the patient on (B)(6) 2024, the patient stated he would be going back to his doctor on (B)(6) 2024 or (B)(6) 2024 for a general check up and also have his arm checked as he was still having discomfort when pushing the location where the retained sensor wire is. At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).